Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and clonidine (unknown concentrations and doses) via an implantable infusion pump. The indications for use (IFU) were noted as non-malignant pain and arachnoiditis. The patient stated that the catheter was replaced 2 years ago because it was cracked. No symptoms were reported. The event date was provided as 2014; the date of event is an approximate date. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.